Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: did the clip drop or eject from the jaws of the device? Or was the jaws closed on the tissue and the clip did not close completely? Both events were observed: some clips fell off from the device completely open before they were were closed and some were closed partially but were so loose that eventually fell off.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the er420 device was returned in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining clips as intended. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips came out of the opened jaws and failed to clamp. The surgeon was forced to open another like device to complete the procedure. There were no adverse consequences for the patient reported.